Manufacturer narrative:
###A supplemental is being submitted for additional information. Updated section: - a4. Weight in lbs - a5a. Ethnicity - a5b. Patient race - b5.desc evt problem investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the delay was for approximately 45 seconds. The patient experienced lightheadedness but remained hemodynamically stable and did not require hospitalization.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b1. Adv evnt/prod prob: changed from product problem to adverse event, product problem -b5. Desc evt problem -h1. Serious injury: added -h6. Patient codes (ime/annex e) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient symptom was dizziness. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was the patient¿s primary controller initially in use at the time of the reported event. Analysis of the alarm log file revealed one (1) controller fault alarm logged on 11/apr/2023 at 23:37:06 and event exceptions logged on 11/apr/2023 between 15:53:45 and 21:25:17 due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Internal inspection did not reveal any anomalies; no anomalies were observed with the internal battery. Analysis of the alarm log file associated with (B)(6) also revealed a vad disconnect alarm was logged on 12/apr/2023 at 12:27:55, indicating a physical disconnection of the driveline from the controller likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed three (3) controller power-up events and two (2) vad disconnect alarms were logged on 12/apr/2023. The first controller power up event was recorded at 09:30:01, indicating the controller was powered on in preparation of the controller exchange. The patient ID, pump ID, and speed were set following the initial controller power-up event. The second controller power up event was recorded at 12:57:10, likely due to the initial controller exchange attempt. Following the second controller power up event, review of the data log file associated with (B)(6) revealed the first data point on 12/apr/2023 was recorded at 12:57:47 indicating the pump was in process of pump start attempts. During the second controller power up event, a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 91% relative state of charge (rsoc). In addition, log file analysis revealed a speed parameter below 1000 revolutions per minute (rpm) and power consumption above 44 watts during the period in which the pump start attempt. The first vad disconnect alarm was logged at 12:57:18 and 12:57:57 indicating a physical disconnection of the driveline from the controller, which corresponds with the reported troubleshooting. The third controller power up event was logged at 12:58:14, followed by a successful pump start event logged at 12:58:25. Of note, the pump was able to restart on the third attempt; log files recorded a spike in power consumption above 65 watts upon the pump start event. As a result, the reported controller fault alarm, the ventricular assist device (vad) restarting on the third attempt, high-power consumption, and vad disconnect events were confirmed. The reported failure to restart event was not confirmed. Based on the available information, a possible root cause of the reported controller fault alarm event can be attributed, but not limited, to a faulty internal battery charger integrated circuit. CAPA pr00592731 is investigating this issue. Based on the available information, a possible root cause of the high-power event and abnormal rpm event may be attributed, but not limited, to an increased resistance during pump start attempts. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely during troubleshooting. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 26-apr-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of log file data also revealed low flow alarms and motor start events with parameters outside of the typical range. The ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis a revealed motor start events recorded on (B)(6) 2021 at 02:39:21, on (B)(6) 2023 at 12:58:25, and on (B)(6) 2023 at 17:37:40 in which the motor start parameters were atypical. In addition, review of the motor start report revealed one (1) unsuccessful motor start event logged on (B)(6) 2023 at 17:35:45, indicating a failure of the pump to restart after multiple attempts. Additionally, one hundred and ninety-nine (199) low flow alarms have been logged since (B)(6) 2023, confirming the low flow event. Log file analysis revealed that (B)(6) was the patient¿s primary controller initially in use at the time of the reported event. Analysis of the alarm log file revealed one (1) controller fault alarm logged on (B)(6) 2023 at 23:37:06 and event exceptions logged on (B)(6) 2023 between 15:53:45 and 21:25:17 due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. Additionally, log file analysis revealed that the controller was in use for more than two (2) years. As a result, the reported event was confirmed. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Internal inspection did not reveal any anomalies; no anomalies were observed with the internal battery. Analysis of the alarm log file associated with (B)(6) also revealed a vad disconnect alarm was logged on (B)(6) 2023 at 12:27:55, indicating a physical disconnection of the driveline from the controller likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed three (3) controller power-up events and two (2) vad disconnect alarms were logged on (B)(6) 2023. The first controller power up event was recorded at 09:30:01, indicating the controller was powered on in preparation of the controller exchange. The patient ID, pump ID, and speed were set following the initial controller power-up event. The second controller power up event was recorded at 12:57:10, likely due to the initial controller exchange attempt. Following the second controller power up event, review of the data log file associated with (B)(6) revealed the first data point on (B)(6) 2023 was recorded at 12:57:47 indicating the pump was in process of pump start attempts. During the second controller power up event, a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with (B)(4) relative state of charge (rsoc). In addition, log file analysis revealed a speed parameter below 1000 revolutions per minute (rpm) and power consumption above 44 watts during the period in which the pump start attempt. The first vad disconnect alarm was logged at 12:57:18 and 12:57:57 indicating a physical disconnection of the driveline from the controller, which corresponds with the reported troubleshooting. The third controller power up event was logged at 12:58:14, followed by a successful pump start event logged at 12:58:25. Of note, the pump was able to restart on the third attempt; log files recorded a spike in power consumption above 65 watts upon the pump start event. As a result, the reported controller fault alarm, the ventricular assist device (vad) restarting on the third attempt, high-power consumption, atypical motor start parameters, low flows, vad disconnect events, and reported failure to restart event were confirmed. The reported double disconnect involving (B)(6) could not be confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow alarm event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3], which was initiated for pumps with failure to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, a possible root cause of the high-power event and abnormal rpm event may be attributed, but not limited, to an increased resistance during pump start attempts. The most likely root cause of the vad disconnect alarms can be attributed to the controller being powered on in preparation of the controller exchange and/or a physical disconnection of the driveline from the controller, likely during troubleshooting. The most likely root cause of the initial controller power up events involving (B)(6) can be attributed to a controller exchange. A possible root cause of the reported controller loss of power event involving (B)(6) can be attributed to a disconnection of both power sources by the patient, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log file analysis a revealed motor start events recorded on (B)(6) 2021 at 02:39:21 and on (B)(6) 2023 at 12:58:25, in which the motor start parameters were atypical. Additionally, one hundred and ninety-nine (199) low flow alarms have been logged since (B)(6) 2023, confirming the low flow event. Log file analysis revealed that (B)(6) was the patient¿s primary controller initially in use at the time of the reported event. Analysis of the alarm log file revealed one (1) controller fault alarm logged on (B)(6) 2023 at 23:37:06 and event exceptions logged on (B)(6) 2023 between 15:53:45 and 21:25:17 due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Internal inspection did not reveal any anomalies; no anomalies were observed with the internal battery. An alysis of the alarm log file associated with (B)(6) also revealed a vad disconnect alarm was logged on (B)(6) 2023 at 12:27:55, indicating a physical disconnection of the driveline from the controller likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed three (3) controller power-up events and two (2) vad disconnect alarms were logged on (B)(6) 2023. The first controller power up event was recorded at 09:30:01, indicating the controller was powered on in preparation of the controller exchange. The patient ID, pump ID, and speed were set following the initial controller power-up event. The second controller power up event was recorded at 12:57:10, likely due to the initial controller exchange attempt. Following the second controller power up event, review of the data log file associated with (B)(6) revealed the first data point on (B)(6) 2023 was recorded at 12:57:47 indicating the pump was in process of pump start attempts. During the second controller power up event, a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 91% relative state of charge (rsoc). In addition, log file analysis revealed a speed parameter below 1000 revolutions per minute (rpm) and power consumption above 44 watts during the period in which the pump start attempt. The first vad disconnect alarm was logged at 12:57:18 and 12:57:57 indicating a phy sical disconnection of the driveline from the controller, which corresponds with the reported troubleshooting. The third controller power up event was logged at 12:58:14, followed by a successful pump start event logged at 12:58:25. Of note, the pump was able to restart on the third attempt; log files recorded a spike in power consumption above 65 watts upon the pump start event. As a result, the reported controller fault alarm, the ventricular assist device (vad) restarting on the third attempt, high-power consumption, atypical motor start parameters, low flows, and vad disconnect events were confirmed. The reported failure to restart event was not confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow alarm event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, a possible root cause of the reported controller fault alarm event can be attributed, but not limited, to a faulty internal battery charger integrated circuit. CAPA pr00592731 is investigating this issue. Based on the available information, a possible root cause of the high-power event and abnormal rpm event may be attributed, but not limited, to an increased resistance during pump start attempts. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely during troubleshooting. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: controller d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to section h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported review of log file data revealed an additional motor start event with parameters outside of the typical range due to a motor start occurring after the patient accidentally double disconnected both power sources at home.

Manufacturer narrative:
A supplemental report is being submitted for a correction to section g3 for the follow up report submitted on 16-aug-2024. The date received by manufacturer is 16-aug-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#:1420 / expiration date: 31-oct-2020 / serial#: con408481 UDI#: 00888707006859 d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 25-oct-2019 h5: no h6: patient ime code(s):e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#:1420 / expiration date: 30-nov-2023 / serial#:(B)(4) UDI#: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-nov-2022 h5: no h6: patient ime code(s):e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery depletion. The controller was exchanged. After the exchange, the ventricular assist device (vad) power increased to 25 watts and the rotations per minute (rpm) did not go above 1000 rpm. It was stated that the vad attempted to restart several times with the power and rpm increasing then returning to zero. It was noted that the controller ac adapter, battery and driveline were connected to the controller after approximately 30 seconds, the vad had not restarted, so both power sources and the driveline were disconnected. The vad successfully restarted after the power sources and driveline were reconnected. It was stated that the vad restarted on the third attempt. The patient was mildly symptomatic. It was also noted that the initial motor start attempt was not recorded in the log files "as the controller was turned off mid-restart". The vad and controller remain in use. No patient complications have been reported as a result of this event.